Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she experienced a change in therapy but she was feeling stimulation. There was no medical procedure, electromagnetic interference, fall or trauma related to this issue. The patient was not instructed to keep a voiding diary. The patient felt stim in the abdomen and only on the left side intermittently. She could feel stim fluttering/ buzzing on and off. The patient had an appointment with the health care professional (hcp) on (B)(6) 2016 to see why she was having a change in stim sensation. It was noted that her toes crunched. The event was considered to be sudden. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.